Manufacturer narrative:
Correction: the date received by manufacturer in section g4 in follow-up number 1 should have been 11/17/2020 rather than 08/25/2020.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient weight and event information.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg was depleted. Surgical intervention was undertaken wherein the ipg was explanted and replaced.